Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced persistent hyperglycemia after approximately 4-24 hours of pod wear on the abdomen, with blood glucose levels reported as high as 487 mg/dl. It was further noted that the pod was replaced, but blood glucose levels did not decrease. The patient was admitted to the hospital due to symptoms including moderate ketonuria, vomiting, lethargy, disorientation, flushed face, and fruity/acetone breath. The patient was diagnosed with diabetic ketoacidosis (dka) and remained hospitalized for approximately one and a half days. Treatment during hospitalization included an insulin drip, intravenous fluids, monitoring of vital signs and neurological status, followed by insulin injections and intravenous dextrose once out of dka. The patient was discharged on (B)(6) 2026. No omnipod alarms or messages at the time of the event were reported. The parent reported that both the hospital care team and the patient¿s endocrinologist suspected a potential pod-related issue after other causes were reportedly ruled out.